Manufacturer narrative:
Thermogard xp ivtm system (sn (B)(4)) was evaluated by zoll services at the customer site. The customer reported complaint for the thermogard displayed error message tcmid:05 (coolant diff failure) was confirmed during the event log review but not during the initial functional test. The root cause was determined to be the intermittent functioning of lm34 temperature sensor due to normal wear and tear. The thermogard console is a reusable device and was manufactured in august 2013 and is more than 6 years old, well beyond its expected serviceable life of 5 years. Visual inspection was performed and noted no damage upon review. The event log was reviewed and confirmed the occurrence of the tcmid:05 error message on the customer reported event date. The lm34 temperature sensor was replaced to address the tcmid:05 error. The thermogard xp ivtm system passed the initial functional testing, unable to duplicate the customer reported complaint. Following the repair, the thermogard console was tested and passed all the testing criteria and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of reported complaints for thermogard console with serial number (B)(4).

Event description:
Per a reporter, the thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. The console was restarted, however, the error could not be cleared. Patient use information was requested but no additional information was provided, therefore patient use is unknown. According to the reporter, the error could not be reproduced during several hours of tests performed by the biomed engineer in the workshop. No other error or issue was noticed during the test. Additionally, the biomed engineer was not able to read the event log.